Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to deliver a bolus for lunch and experienced a blood glucose (bg) level in the 500's (mg/dl). A manual injection was administered to treat bg level.